Event description:
Kin-air bed deflated inadvertently. Probable cause was the bed was running on inverter, because the traction apparatus bumped light fixture which turned off power to the bed. Deflation caused ventilator disconnect. Bed does not have an adequate indication that it is running on battery mode.